Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited myopotentials and low amplitude measurements which were oversensed causing inappropriate shocks. The inappropriate therapy induced ventricular fibrillation; however, the patient returned to normal sinus rhythm following the second shock. A boston scientific technical services consultant documented and discussed the clinical observations. The consultant recommended detailed sensing evaluation to determine the best vector option. No adverse patient effects were reported.